Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was over 600 mg/dl. Customer had a no delivery alarm and the set was changed out. Caller stated that the pump was not pushing the insulin out. Customer is using her second pump. Customer treated with a manual injection. Caller stated that the issue has not been resolved. It was found that the customer does not push insulin in the tubing before removing the plunger. Customer also had an external ram crc error alarm and unexpected restart alarm. Customer's blood glucose was 202 mg/dl during troubleshooting for the alarms. Customer had about 10 motor error alarms and 2 no delivery alarms in the alarm history. The customer was advised to discontinue use of the pump and to revert to a back-up plan.